Event description:
After an implantation period of approximately 120 months it was reported that the device showed the eos status. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was reportedly explanted on (B)(6) 2023. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, confirming the clinical observation. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall measured current consumption was normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical observation. In conclusion, the electronic module of the ICD was proven to be fully functional. Further analysis revealed an elevated battery impedance as the root cause of the clinical observation.